Event description:
B.braun performed a product recall update on 525 outlook 400es infusion pumps we own. The recall was for a defective "hold" button on the front bezel assembly. Our facility is experiencing the same issue that occurred before the recall, the issue is not only poor quality of the products performance, but the company is now charging us for a repair that they cannot resolve. This can also be a patient safety issue with the pumps not performing the way they were approved by the FDA.